Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving dilaudid (20mg/ml a t 3.850) and bupivacaine (20mg/ml at 3.850) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient fell asleep on (B)(6) 2017 and did not wake up for 3 days. She suspected overinfusion. No environmental, external, or patient factors were reported to have caused this issue. The patient went to the emergency room (ER) where a number of tests were done. The exact diagnostics were not reported. The patient was told an overdose was suspected. The patient then went to the healthcare provider (hcp) office and a pump log was initiated with no alarms documented. The issue was said to be resolved and the patient was "alive - no injury." There were no further complications reported at this time.